Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated pt got the stimulator in 2015, and were told by pain management, dr. Epps, to obtain implanting physician name to discuss having the implant/implant site checked. Caller stated they are calling for their mother because patient is 89 and has dementia. Caller stated they were told to do this so the root of the issue can be determined and so they can get the pt some relief. Caller stated pt is complaining of pain shortly after receiving back injections/'shots' that only work for a week and is also why they want her to discuss the implant/implant site with the surgeon. Caller stated 'probably since 2020 or so is when we realized that it (implanted system is permanently broken due to complaining about a knot in her back. She believes it's (implanted system) is broken on the inside and is causing a lot of discomfort.' Caller stated, 'my mom has lost a lot of weight, she was 210 pounds and now weighs 140 pounds,' and caller confirmed this weight loss has been since 'sometime in 2020.' Caller stated they think 'either she doesn't have enough muscle mass or fatty tissue, or it (implanted system) is broken inside her.' Caller stated there 'was a guy from medtronic that used to come to the house and check out the implant to see and recalibrate it or whatever,' and inquired that person's name. Agent reviewed implanting doctor's information. Caller stated 'she never had surgery to have it removed and replaced. The patient's only back surgery was when they implanted the system, but stated patient has had ins since 2015 and this was not replaced. Agent provided 2015 ins serial number and 2020 as requested by caller but caller declined receiving 2020 implant. Agent linked all registered implant components to case. Caller is going to discuss with their doctor.